Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of needle-free IV connectors had a damaged overpouch. This was observed before product use. The event was further described as "peel pack paper on the front of the product is very thin and fragile causing it to break off and crumple. Looks like a hard boiled egg." The packaging looked as if it was "missing the membrane that goes on the back side of the front cover causing it to disintegrate". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.